Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the electrolyte injection cup (eic) cup assembly was overflowing on the lxi 725 instrument after cleaning the ion selective electrode (ise) module. No injuries were reported and no erroneous patient results were generated. Customer rebooted the instrument but this did not resolve the issue. Field service engineer (fse) examined the instrument and found a clog in eic vacuum line. Fse cleared blockage and calibrated electrolytes. Fse verified repair per established procedures and results met published performance specifications. System validation documented in customer quality control.